Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridges dislodged from the pump during installation. Customer's blood glucose level was 400 mg/dl. Cartridge changes were performed to address the issue.